Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery. The indeflator was attempted to reach 30 atmospheres; however, the indeflator would only go up to 20 atmospheres. Therefore, a new indeflator was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the connection port was not fully connected/tightened thus resulting in the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.